Manufacturer narrative:
(B)(4). Unknown as information was not provided. Catalog #: igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2010 at (B)(6)." Additional information received 11apr2016: [pt] was implanted with celect filter on (B)(6) 2010 at (B)(6). It is noted that a physician recommended removal of the filter, due to migration. But no attempts to retrieve the device have been done. (B)(4) records from (B)(6) 2015 note that "one of the legs of the inferior vena cava filter has migrated out of the inferior vena cava projects within the cortex of the right kidney. One of the legs of the inferior vena cava filter has migrated out of the inferior vena cava with tip projecting along the anterior wall of the aorta. Another leg of the inferior vena cava filter has migrated out of the vena cava and projects within the right perinephric fat." Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 11apr2016: migration, tilt, vena cava perforation, fracture, inability to be retrieved, bleeding and organ (kidney) perforation. [Pt] also alleges internal bleeding, anemia, abdominal pain, vertigo, need for blood thinners, oxygen and blood transfusion. Claims she has constant bladder and kidney infections due to the migration of the filter, requiring hospitalizations "to received blood."

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-fem-celect. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged migration, tilt, vena cava perforation, fracture, inability to be retrieved, bleeding and organ (kidney) perforation are unknown. Filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Under normal conditions, i.e. Ivc above 15 mm and below 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2010 at (B)(6)clinic." Additional information received 11apr2016: [pt] was implanted with celect filter on (B)(6) 2010 at (B)(6) clinic. It is noted that a physician recommended removal of the filter, due to migration. But no attempts to retrieve the device have been done. Banner health records from (B)(6) 2015 note that "one of the legs of the inferior vena cava filter has migrated out of the inferior vena cava projects within the cortex of the right kidney. One of the legs of the inferior vena cava filter has migrated out of the inferior vena cava with tip projecting along the anterior wall of the aorta. Another leg of the inferior vena cava filter has migrated out of the vena cava and projects within the right perinephric fat." Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 11apr2016: migration, tilt, vena cava perforation, fracture, inability to be retrieved, bleeding and organ (kidney) perforation. [Pt] also alleges internal bleeding, anemia, abdominal pain, vertigo, need for blood thinners, oxygen and blood transfusion. Claims she has constant bladder and kidney infections due to the migration of the filter, requiring hospitalizations "to received blood."

Manufacturer narrative:
(B)(4). Unknown as information was not provided but referred to as cook celect filter. As catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6), 2010 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.